Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer contacted getinge's technical support department and was advised to replace the o ring in the helium tank. In a follow-up call, the customer stated the gas was no longer leaking. Iabp not returned.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had a gas leak. The customer stated the leak occurred while in their office, charging. There was no patient involved and no adverse event.